Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation by omsi confirmed that the instrument channel port was shaved. The device has not been returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of these events that the insertion tube had been partially peeled off and the instrument channel port was shaved could not be conclusively determined. However, omsc assumed that the event that the insertion tube had been partially peeled off was caused by followings; physical stress and chemical stress. Poor storage environment, aging deterioration. And omsc also assumed that the event that instrument channel port was shaved was caused by interference of metal parts of treatment tools or brushes during inserting/deinserting. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
It was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the device for the repair at the service department of olympus medical systems india private limited (omsi). There was no report of patient injury associated with this event.